Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was filling the tubing with less than 30 units and not completing the air removal step during the load process; tandem technical support educated customer on the importance of filling with 30 units in total and educated customer regarding the air removal step. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. Per tandem user guide, "the tubing may be filled with a maximum of 30 units of insulin during each fill cycle."